Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial#: unknown, product type: recharger. Product ID: 37751, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that for quite a while the patient has not been able to get any coupling boxes when they try and charge the implant. Caller said this has been going on for at least 30 days and they spoke with their rep today who told them to call patient services to get a new recharger antenna. A replacement has been processed. No symptoms or further complications were reported. Additional information was received stating the patient was getting 6-8 boxes highlighted on recharger screen and then within minutes decreasing highlighted boxes to 4 or 2 and then 0, even with repositioning and pressing the green button. They said this happened frequently. They ordered a new paddle but the issue continued. The ins was on, ok and at 75%. They tried charging on the call and the patient got 6 bars. They were not able to recreate the issue over the phone.